Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin hardware low level failures alarm occurred during self test due to broken solder joints of the keypad assembly. The insulin pump was programmed with a test guardian 2 link sensor and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and display the calibrate now message properly after completion of the warm up. The insulin pump calibrated and displayed the programmed test value, 7.6 mmol/l and 8.1 mmol/l test values properly on the display graph. The pump was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 1.9 mmol/l test value properly from glucose meter. No unexpected sensor or bg meter communication errors or anomalies were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after battery change (weak battery alarm) pump do not communicate with glucometer nor with transmitter and got pump error alarm. The customer's blood glucose was unknown. The product was not returned for analysis.